Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer was unable to use her multiclix device while having low blood glucose symptoms because she did not know how to use the device. Emergency medical technicians (emts) were called; customer tested 32 mg/dl on the professional device and was treated with a glucose IV. Low blood glucose symptoms improved. Requested return of suspect device and replacement was sent.